Event description:
An altitude alarm was reported on the customer's pump. There was no reported impact to the customer's blood glucose level at the time of the event. Technical support provided guidance to address the alarm, including cleaning the speaker holes and checking the cartridge, but the alarm persisted. Cts decided to replace the pump and cartridge. In the meantime, the customer was advised to use multiple daily injections (mdi) for insulin delivery, and arrangements were made for the replacement and return of the faulty pump.